Manufacturer narrative:
(B)(4). Unit received with blank display due to broken solder joint on b1 interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify batt out limit due to blank display.

Event description:
The customer¿s reported via phone call that the insulin pump received blank display and battery out limit alarms. The customer¿s blood glucose level was unknown. Customer has already received the battery cap and was still not working. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display returned. Customer reports they were able to clear the alarm. The customer performed self test and it passed. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis